Event description:
In 2006, an apparent over-infusion incident involving a sigma model 8000 infusion pump was reported. The fluid being infused was d5.45 ns with 20 meq. Kcl per l (1000 ml). The pt's injury was defined as "at a higher risk of heart arrhythmia or cardiac arrest while the electrolytes were overloaded." The nurse indicated that the patient was alright now.

Manufacturer narrative:
The units history log time stamp of 2006, 11:33:24 shows that the user installed a roller clamp that was in the open position, suggesting that the set could have been free-flowing prior to the set installation and could account for the reported symptom. Although, the unit performed according to specifications, inspection of the unit revealed various components appeared damaged as if from chemical attack. Those components were replaced prior to returning the unit to the customer.